Manufacturer narrative:
Analysis found insufficient information and were unable to determine probable cause without further information since the behavior cannot be replicated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system while outside of procedure. It was reported that the navigation system became unresponsive when setting up the system for an upcoming case. The issue occurred when the site inserted the disk with the patient exams. Upon inserting the disk and letting the system load, system became unresponsive and would not continue. A hard shutdown was performed, and another attempt was made to import the scans which went through without issues. The navigation system was being used to upload the patient scans for an upcoming surgery. Site reboot the system and successfully uploaded the scans and the subsequent procedure was completed with the navigation system. There was no patient present when the issue occurred. Medtronic representative attempt to re-create the issue but the disk loaded without any issues. Medtronic representative suspects site did not wait long enough for exam to load.